Event description:
It was reported that during a clinical trial drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure treated the proximal lad. The lesion was a de novo, bifurcated, 70% stenosed lesion. It was 3 mm wide and 58 mm long. There was mild calcification and tortuosity. The physician predilated the lesion with a 2.0 x 24 mm bsc maverick balloon. After predilation, the physician deployed a taxus liberte 2.25 x 24 mm drug eluting stent. Upon withdrawal, balloon withdrawal resistance was encountered. The physician noted that the resistance was mild, and the event resolved without treatment. During the procedure, a 2.5 x 24 mm taxus liberte stent was implanted, along with a 3 x 16 mm taxus liberte stent. The residual stenosis post procedure was 0%. The pt was discharged the same day with no complications receiving aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.